Event description:
It was reported that filter stuck in the sheath and could not be deployed. Another filter from the same lot was used successfully. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) states the following: advance the filter by moving the nitinol pusher wire forward through the introducer catheter, advancing the filter with each forward motion of the pusher wire. Do not pull on the pusher wire, only advance forward with filter in place.